Event description:
It was reported, that the patient underwent an artificial urinary sphincter (aus) revision. Due to the device not functioning properly. The balloon was noted, to be in the abdominal space, this was the incorrect location. The balloon was plugged and left in the patient. The cuff and pump were explanted. A new balloon was implanted in the left side, and a new cuff and pump were also implanted. The new aus functioned properly. There were no patient complications.